Manufacturer narrative:
Analysis found the unit with a motor error alarm during occlusion test and was unable to prime due to a faulty force sensor resistor. The motor passed the motor test. The unit passed no delivery test and no excessive no delivery alarms were noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms and motor error alarm. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's mother states troubleshooting did not resolve the issue. The insulin pump will not be returned for analysis.